Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging, she was unable to check her blood glucose with her onetouch select meter because it was displaying an error 2 message. Per the onetouch select user guide this error message could be caused either by a used test strip or a problem with the meter. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed, the alleged issue began on (B)(6) 2012 at approximately 6pm. The patient reportedly manages her diabetes with a combination of oral medications and insulin and denied making any changes to her usual diabetes management routine in response to the alleged issue. She claimed that the following day at approximately 2pm, she developed symptoms of "shaking" and despite her symptom, she denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The patient was using the incorrect test strips for the meter type (onetouch ultra test strips). Replacement products were sent to the patient, she did not have the correct test strips available. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k072543.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.